Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator appeared to be depleting prematurely. A copy of device memory was preserved and submitted for analysis. Engineering analysis confirmed that the device battery was depleting more quickly than expected. A boston scientific technical services consultant provided the information for the suggested replacement window. No adverse patient effects were reported. Records indicate that this device remains in service.

Manufacturer narrative:
Code 3191 is used to capture surgical intervention.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator appeared to be depleting prematurely. A copy of device memory was preserved and submitted for analysis. Engineering analysis confirmed that the device battery was depleting more quickly than expected. A boston scientific technical services consultant provided the information for the suggested replacement window. No adverse patient effects were reported. Additional information was received indicating that this device was explanted due to premature battery depletion. The device has been returned and is undergoing analysis. This product is part of the s-ICD premature depletion advisory, updated december 2020.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator appeared to be depleting prematurely. A copy of device memory was preserved and submitted for analysis. Engineering analysis confirmed that the device battery was depleting more quickly than expected. A boston scientific technical services consultant provided the information for the suggested replacement window. No adverse patient effects were reported. Records indicate that this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population.